Event description:
Additional information received reported the patient received assistance from their healthcare professional or manufacturing representative and their concerns were resolved. It was noted the patient had an appointment on 2013 (B)(6).

Event description:
It was reported the patient saw an elective replacement indicator (eri) message the morning of this report. The reporter stated they were told that they would have seven years with this implant and they cannot believe they received this error. It was noted the patient did not have any return of symptoms. Additional information received, reported the patient was now getting an out of regulation (oor) message and a ¿call your doctor¿ icon on their patient programmer. The reporter stated that their stimulation was turning off and when they tried to turn stimulation back on they got the oor message. It was noted the patient was not able to adjust stimulation. It was further noted that they had an appointment scheduled for (B)(6). Additional information received, reported the patient was not able to adjust stimulation. It was noted the patient saw a ¿call your doctor¿ icon and oor message on their patient programmer. It was further noted the manufacturing representative was meeting with the patient to troubleshoot. The reporter stated the patient saw the oor message when turning stimulation down and the other times was when the patient was reading the ins with the programmer. The reporter further stated the patient saw other codes, but they were not sure what they were. It was noted that there were no observation notes on the clinician programmer. It was further noted the patient thought they saw a code of ¿eor.¿ the reporter stated they ran electrode impedance at default and all was normal. It was noted the manufacturing representative ran impedances at 3v and electrodes 9 and 15 were <(><<)>150 ohms. It was further noted the patient was not programmed with electrodes 9 and 15 active at the same time. The reporter stated they would create a group b and try to reprogram around the electrodes. Additional information received, reported the manufacturing representative measured regular and group impedances. It was noted that no issues for the ins were noted from the observation box during interrogation with the clinician programmer. The reporter stated that some slight abnormalities were noted on the group impedance. It was noted the manufacturing representative was able to reprogram the ins. It was further noted that reprogramming the ins seemed to have solved the oor issues. The reporter stated they directed the patient to contact their healthcare professional if the oor should reoccur. It was noted the patient was happy with their therapy after reprogramming. It was noted the no issues were noted. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Additional information received reported the manufacturing representative was not able to adjust stimulation. It was noted the patient programmer displayed a "call your doctor" icon and an out of range (oor) message. The reporter stated the patient had a problem about a month ago and they reprogrammed to try and fix it. It was noted the manufacturing representative would meet with the patient on friday. Additional information received reported the patient was fine and receiving effective therapy. It was noted the patient's lead were subcutaneous and five electrodes per lead were activated. It was further noted the patient had two leads. The reporter stated the patient has full control of their settings including amplitude, pulse width, and frequency. The reporter further stated the oor was caused by the patient maxing out their frequency setting. It was noted the ins was not interrogated and the manufacturing representative spoke to the patient over the phone. It was further noted the patient stated their therapy was working and adequate.